Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was not returned for evaluation. The root cause of the reported event cannot be determined.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of a pmma intraocular lens. After insertion of the pmma lens, the surgeon noted the haptic was broken. The incision was enlarged to remove the lens intraoperatively. Another iol was successfully implanted and sutures were placed.